Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device accelerated rhythm from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered two 41 joule shocks. The second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.